Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient reported receiving an error message stating ¿replaced the sensor.¿ the patient removed the sensor; however, the wire broke off during removal, and the patient experienced bleeding. At the time of the call, the patient was in the ER. On (B)(6) 2025, during the third attempt to contact the reporter, the patient declined to remain on the call and requested a callback, stating she was still in the ER and busy. No additional details were provided. Multiple subsequent attempts to reach the reporter were unsuccessful. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.